Manufacturer narrative:
H6: eval codes: results - (other): visual inspection of the returned product found a piece of the lens optic and one haptic torn off. The lens was stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.

Event description:
It was reported that the surgeon inserted an aq2010v silicone 3 piece lens and 1 haptic tore off. The lens was removed with no pt injury, no enlarged incision or sutures.